Event description:
It was reported that the tips of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B) (4): the superior shaft is broken off from the centerline of the jaw pivot pin forward. The pin and broken off portion of the shaft are missing and not returned for analysis. Microscopic examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.